Manufacturer narrative:
Additional information: g1, g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a tamponade occurred which required a pericardiocentesis. Following transseptal puncture, when beginning mapping of the left atrium, a tamponade was observed at left atrial appendage via fluoroscopy. A pericardiocentesis was performed and the procedure continued. All veins were successfully isolated with no adverse patient consequences. The patient returned to recovery with an epicardial drain in place. The physician noted that the patient's left atrium wall was very thin. There were no alleged performance issues with any abbott devices, and the physician does not allege that the tamponade was caused by an abbott device. However, the cause of the tamponade is unconfirmed. The patient was discharged in stable condition.